Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide:, model: ust400, 14421-aw rev h 01/16. Using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported she went to the doctor and was diagnosed with skin irritation. She was given a cream, which she thinks was a topical steroid. When she would remove the pod, it peels her skin off and leaves skin with a big wound. The irritation is approximately 2 inches bigger than, and in the shape of, the pod. Additionally, the site is bright red and sometimes bleeds. She has allergies with the adhesive.